Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (B)(6). The revised instructions for use (IFU) were also provided with the notification. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the tip of the driver was damaged when inserting the implant for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the tip of the driver was removed from the patient with direct visualization using forceps. No additional surgical intervention was required.